Event description:
It was reported that during the implantation of a hip prosthesis the inlay could not be anchored into the cup. Another inlay was used. Cup remained implanted. No patient harm was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Report source: foreign - germany. Concomitant medical products: associated device: it xlpe liners, reference number: 00875200832, lot number: 65310392. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.